Event description:
Reporter alleged obtaining discrepant blood glucose result from a neonate blood sample of 170 mg/dl on inform system 1 and 161 mg/dl on inform system 2 compared back to back with a result of 60 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged obtaining an additional comparison, obtained at a separate time, from a neonate blood sample of 199 mg/dl on inform system 1 compared back to back with a result of 89 mg/dl on inform system 3 when testing was performed within 10 minutes. Reporter stated that all of the readings obtained were done as a part of a correlation study from a lab sample in a lithium heparin tube. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 2. Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 3.